Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system locked up and indicated continued fluoro during a case. The system had to be rebooted and the procedure was completed. No patient injury was reported.